Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode trial, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000168565. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported following a trial, the patient complained of pain in their tailbone after waking up from procedure. The leads were removed, and patient was taken to the emergency for possible hematoma. Patient is now stable. Note: it is unknown which lead is related to this issue.